Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had loose power ports and exhibited critical battery alarms. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log files were downloaded and revealed that the controller was not in use during the event date; the last data point recorded was on (B)(6) 2017. As a result, the reported critical battery alarms could not be confirmed. Failure analysis of the returned device revealed that the device passed functional testing. The reported loose connector was confirmed during visual inspection, which revealed a loose power port 1 and power port 2 connector. Based on an investigation conducted, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The manufacturer has opened an investigation with the supplier to evaluate the loose connectors. If information is provided in the future, a supplemental report will be issued.